Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2017. The primary reason for the surgery was not known. During the surgery, it was observed that the rv lead helix would not extend fully. Patient condition was good prior, during and post procedure.